Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized with low blood glucose of 45 mg/dl. At the hospital, she was given a shot and her blood glucose dropped to 35 mg/dl. She was then treated with another shot and put on a drip. The screen of the customer's insulin pump also broke, after the pump was thrown against the wall while customer was in the hospital. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.